Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient who had a retained capsule in the stomach for five weeks. The stomach was not working properly and had a lot of food contents so they had a hard time retrieving the capsule. They asked a radiologist and the radiologist was able to clear the stomach of food contents and was able to follow where the capsule was travelling in the stomach. They are going to attempt to retrieve the capsule again now that the stomach was clear of food contents. There was no reported patient outcome.